Event description:
This is a report of peritonitis from a consumer in the USA with supplemental information from the patient's peritoneal dialysis nurse (pdn). Initially the home patient (hp) called a baxter technical service regarding an incomplete prime while setting up for peritoneal dialysis (pd) on the homechoice machine. The solution was provided over the phone and at the time of the initial call there was no patient injury or medical intervention indicated. On (B)(6) 2011 baxter product surveillance contacted the home patient (hp) regarding the reported problem. The patient stated that they are currently not doing peritoneal dialysis therapy; instead they are doing hemodialysis. The hp also stated that they are currently running some tests for possible peritonitis. The hp stated that on the morning of (B)(6) 2011, he felt extreme pain during one of his drain cycles. The hp stated that due to this pain he just ended therapy immediately and called his registered nurse. On (B)(6) 2011, baxter product surveillance contacted the patient's pdn. The pdn confirmed the male patient (age not reported) was diagnosed with peritonitis on (B)(6) 2011. The hp was not hospitalized. The patient received remedial treatment with unspecified antibiotics. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported the cause of the peritonitis was a break in aseptic technique. No retraining in aseptic technique was provided as the patient has been transferred to hemodialysis therapy. The hp has recovered from the peritonitis. No concomitant medications were provided. The pdn stated the peritonitis was not related to a baxter solution or device.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A review of all batch record documents was performed for the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the homechoice patient at home guide contains a warning cautioning users "contamination of any portion of the fluid path can result in peritonitis." And includes full technique instructions. Additionally the direction inserts for both product code 5c4482 and 5c4483, the codes likely involved in this case, contain the warning in bold type "use aseptic technique. Contamination of any portion of fluid path may result in peritonitis." Accordingly the possible use error described in this complaint are addressed by existing documentation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.